Event description:
It was reported that a malfunction occurred on the pump while it was being worn in 100-degree weather. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, which successfully resolved the issue, allowing the customer to continue using the pump without further incidents. The caller was advised to contact technical support again if the malfunction code recurred.